Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed no delivery. The customer¿s blood glucose level was 420 mg/dl at the time of the incident. The customer reported that insulin did not exit with a plunger push. The customer had to got to the emergency room for one incident. The customer goes both high and low all the time. Troubleshooting was completed. The insulin pump will not be returned for analysis.